Event description:
It was reported by the patient that the lead ¿broke¿ and it was replaced. Additional information from the clinic disclosed that the left ventricular (lv) lead had high impedance and failure to capture. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2010; 694765 implantable tachy lead (B)(6) 2010; d274trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).